Event description:
It was reported by the rep the device was used during a tonsillectomy. It was reported after the tonsillectomy was performed with the 10cm harmonic scalpel and bipolar electrosurgery, the pt was observed as having a burn on the lip. Electrosurgery and the harmonic scalpel were both used during the case. 02/12/1999 rep reports the pt was a 3 yr old boy. The left corner of the mouth had approximately a pea size burn. Pt was treated with antibiotics and ointment. Md reports 1 day post-operative significant eschar noted and advised the rep litigation may occur. The hosp will not release the device at this time. 02/25/1999 md contacted this writer. He stated that when he was using the instrument he heard a high frequency sound at about @ 4,000 - 8,000 htz. He also stated that the sound would come intermittently then stop. The burn on the pt was not observed until the procedure was over. Md stated that the pt is now recovering well.